Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years post filter deployment, computed tomography revealed presence of an inferior vena cava filter and at least three of the legs of the inferior vena cava filter extended outside the inferior vena cava medially towards the aorta. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter migration and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the entire filter migrated to the heart and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached struts retained in body. The patient experienced abdominal pain; however, the current status of the patient is unknown.